Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a charge time measurement of 31 seconds. The monitoring voltage was 2.58 volts. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.